Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional device: serial# (B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d01, d02 product event summary: two (2) batteries (B)(6) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, con408245, contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections and communication errors involving (B)(6) and (B)(6). Review of the data log file revealed multiple instances involving (B)(6) and (B)(6), where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. Analysis of the alarm log file revealed a critical battery alarm due to a communication error involving (B)(6). As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the batteries. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and the battery. The most likely root cause of the reported premature power switching event can be attributed to communication errors and momentary disconnections between the controller and batteries. Possible root ca uses of the communication error can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. CAPA (B)(4) investigated momentary disconnections. Even though this CAPA is closed, (B)(6) and (B)(6) fall within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650, catalog #: 1650, expiration date: 31-jan-2021, serial or lot#: (B)(4), UDI #:(B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-jan-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries exhibited power switching, communication errors, and critical battery alarms despite having sufficient charge. The batteries were removed from use. No patient complications have been reported as a result of this event.